Event description:
There was no harm to patient. The procedure was successful. They were able to complete case utilizing more coils.

Manufacturer narrative:
Additional information received, see b5. Describe event or problem. The investigation found the implant coil returned separated from the pusher and partially stuck within the catheter. The implant coil was also found stretched at the proximal section and entangled. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The returned catheter was found kinked at approximately 29cm from the hub tip, which may have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: was told that the coil detached prematurely. Doctor ended up having to use a snare to remove the coil.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.